Event description:
It was reported that during an lar procedure, error code 4 was displayed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have been broken off of the device during transport to our analysis site. The reported complaint was for an error code 4. An error code 4 is an error code displayed for a handpiece, not a shear. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.